Event description:
The customer reported intermittentocclusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin administration.